Manufacturer narrative:
14 cases were implanted with resolute integrity. Cardiac death occurred in 4 cases where resolute integrity were implanted. There was no indication that any death reported was directly related to a medtronic device. Definite stent thrombosis suggesting stent-related death, was absent in any of the 14 patients with resolute integrity. The physician assessed that the reason of high rate of cardiac death and mace was affected by significant influence with dialysis patients who had bad condition. And the physician assessed that there was no direct relation between the events and medtronic devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal title: two-year clinical outcomes of biodegradable polymer versus durable polymer drug-eluting stent implantation in hemodialysis patients after percutaneous coronary intervention is date of publication. Https://academic.oup.com/eurheartj/article-abstract/40/supplement_1/ehz7 46.0842/5594948 by medtronic knowledge center user on 16 december 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to compare the two-year clinical outcomes of biodegradable polymer versus durable polymer drug-eluting stent implantation in hemodialysis patients after percutaneous coronary intervention. 234 hemodialysis patients were included in the study. In the biodegradable polymer drug-eluting stent (bp-des) group, 71 patients exhibiting 138 lesions were implanted with 170 bp-dess. In the durable polymer drug-eluting stent (dp-des) group, 163 patients exhibiting 266 lesions were implanted with 302 dp-dess of which 30 were resolute drug-eluting stents. Clinical outcomes reported in the study population included cardiac death, stent thrombosis, myocardial infarction and target vessel revascularisation (tvr). There was no indication that any death reported was directly related to a medtronic device.